Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver functional testing was performed and failed due to failed vibrator. Audio\vibration test with dexcom global receiver communication tool were performed and audio passed but vibration failed. "Try-it" audio\vibration test to test alert\alarms were performed and audio passed but vibration failed. Open receiver case for internal visual inspection was performed and passed. Vibrator intermittent tests was performed and failed. Remove and replace vibrator was performed and passed. Audio\vibration test with a good known vibrator with dexcom global receiver communication tool were performed and passed. "Try-it" audio\vibration test with a good known vibrator to test alert\alarms were performed and passed. Vibrator intermittent tests with a good known vibrator was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective vibrator motor. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.